Manufacturer narrative:
One sample was returned. Twelve samples were not returned. There were eleven cases with method codes of device not returned (4114) analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a results code of results pending completion of investigation (3233) and a conclusion code of conclusion not yet available (11). There was one case with a method code of analysis of production records (3331) device not accessible for testing (4117), a results code of no findings available (3221) and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol) . The reported patient ages range from unknown to 79 years. There were 5 female patients and 8 unknown gender.